Manufacturer narrative:
Lot 1213194: (B)(4) items manufactured and released 20 april 2013. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Inspection performed by r&d product manager on 09 may 2018. The fork of mobile pin is broken. No definitive root cause can be established based on the information available, however it is likely that wear and "ripetute" use of the device contributed to breakdown of the component. Also the picture received from the distributor were analysed during the investigation.

Event description:
During the femoral preparation the instrument mobile pin broke. The breakage happened during the extraction of the handle from the broach. The surgery was completed successfully and without delay using a back-up.